Event description:
Add'l info rec'd from MFR 9/24/04: pt has a history of st. Jude mitral valve replacement in 1993 and left carotid endarterectomy in 2001 (?) And 2002 for left hemispheric repetitive transient ischemic attacks. The left internal carotid artery subsequently occluded, but the left hemisphere was supplied by patent anterior and posterior communicating arteries. In august of 2002 an encephalomyodural bypass procedure was attempted but was complicated by peri procedural stroke and subsequent longstanding expressive aphasia. Pt has hypertension which is allowed to persist to a moderate degree to facilitate intercerebral profusion. Since the time of this operation pt has remained asymptomatic. However pt has had progression of the right internal carotid artery stenosis to the 70-80% range and has been in discussions with dr about endarterectomy versus stenting with the goal of stroke prevention given pt's high risk anatomy and clinical history. Given pt's contralateral carotid occlusion and prior stroke history, both surgeon and attending feel that pt may be high risk for carotid endarterectomy. Because of the mechanical mitral valve replacement, pt would not get into existing or anticipated clinical trials in registry's for carotid stenting. Pt was admitted for elective carotid and cerebral angiography with subsequent carotid stenting with distal protection for high-grade asymptomatic internal carotid artery stenosis in the setting of comfortable carotid artery occlusion. Under 1% lidocaine, the rfa and rfv were accessed using modified seldinger technique and 5fr (rfv) and 7fr shuttle (rfa into descending thoracic aorta) sheaths were inserted. A 6fr pigtail catheter was placed in the aortic arch and thoracic and arch vessel aortography was performed with power injection. The pigtail was exchanged for a 5fr davis catheter which was selectively placed in the right common carotid artery. Carotid and cerebral angiography was performed with hand injection of contrast. The shuttle sheath was placed into the right common carotid artery an the davis cath was removed. The r ica lesion was crossed with a 0.014" filterwire deployed in the distal extracranial ica and the filter was deployed. Filter apposition was confirmed in orthogonal views. The r ica stenosis was angioplastied with a 4.0 x 30 mm aviator rx balloon. Due to elastic recoil, this lesion was stented with a 10mm x 40mm precise otw stent, and postdilated with a 5.0 x 30mm aviator rx balloon. The filterwire was retrieved in usual fashion and final angiography was performed. The 75% stenosis was reduced to 10% and robust bihemispheric intracranial flow was seen. No intraprocedural new neurologic deficits occurred, and pre and post procedure neurologic exams were unchanged. Summary left cca occlusion; high grade proximal right internal carotid stenosis. Successful stenting of right internal carotid with filterwire distal protection. Pre-treated with plavix. Will need 75mg qd x 2 months. Will restart lovenox today and coumadin awaiting therapeutic inr for mvr.

Event description:
Pt with multiple comorbidities including history of carotid artery disease, a carotid endarterectomy, remote cva, and transient ischemic attacks. Asa class iii. Not a candidate for surgery due to high risk. Underwent carotid stent insertion in 2004; discharged home in good condition. Five days later pt was seen at local hosp for lovenox inj as prescribed and during this visit, a hematoma was noted. Blood etc stable, pt was instructed ie: intermittent pressure and had f/u appt with cardiovascular the next day. Later that evening found unresponsive by family member. Exam supports "externalized bleed". Pt expired the next day.